Event description:
The patient underwent the placement of a dual chamber pacemaker for symptomatic bradycardia. After physical activity, lead malfunction was noted and the lead was replaced 4 days later. On re-evaluation, the lead was once again noted to have malfunction. The patient required replacement of the pacemaker ventricular lead under fluoroscopic guidance.